Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). The patient claimed she obtained a blood glucose result over "600 mg/dl" with the subject meter. At an unspecified time, the patient also stated she tested with another device and obtained a reading of "600 mg/dl". The patient indicated she manages her diabetes with an insulin pump; however it is not known what action, if any, the patient took in response to the alleged issue. According to the csr's documentation, 1 ½ hours after the alleged issue began the patient claimed she felt low, had difficulty seeing, and was falling over. At an unknown time later, the patient stated she administered self-treatment by consuming food and/or drink. During troubleshooting, the csr verified that the subject meter was in the correct unit of measure setting (mg/dl) and noted that the vial of test strips the patient was using had expired. According to the patient, she was told by her physician she could continue to use the expired test strip. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: although the patient allegedly obtained a high reading with both the subject meter and a secondary meter, the patient claimed she developed symptoms for low blood glucose and subsequently treated herself for a low after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.